Event description:
It was reported that the customer's insulin pump had an error alarm during priming. It was stated that insulin was squirting out when the activate button was pressed. When the same button was released the insulin stopped and the device alarmed an error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.